Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. It was reported that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating the valve that the dilator passes through was collapsed. There was no occlusion when irrigating the sheath. The sheath was completely blocked. The dilator was not able to be moved through the sheath. The dilator/catheter was not stuck in the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. It was reported that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating the valve that the dilator passes through was collapsed. There was no occlusion when irrigating the sheath. The sheath was completely blocked. The dilator was not able to be moved through the sheath. The dilator/catheter was not stuck in the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. A device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation issue. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause linked to device but unable to trace more specifically (d1501) / component code: rod/shaft (g04112) were selected as related to the resistance with the sheath/obstructed sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)